Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient had pain relief for two years before complaining of right side hip pain. The surgeon determined that the second implant was too proud of the ilium causing pain. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the second implant using chisels as it was solidly fixed in bone and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. No other hardware was installed. The status of the patient following the revision procedure is not known.